Manufacturer narrative:
Correction: annex b : b21. Annex c : c21. Annex d : d16. Additional information: device eval by manufacturer? And manufacturer narrative. Annex a : a25. Annex g : g07001. Annex b : b01, b14. Annex c : c19. Annex d : d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the device had constant occluding messages and air in line alarms without air in the line was not confirmed. The last programmed infusions exhibited an air in line alarm on the date of the reported event. Test results consisting of fluid side occlusion, patient side occlusion and analog sensor testing confirmed the suspect pump module device was working as intended. Results from the bd air in line threshold product analysis procedure, consisting of single air bolus detection and accumulated air detection tests demonstrated the pump module is operating within specifications. At the 250 pl air in line (ail) bolus limit setting; the worst-case air bubble size (299pl) that could pass through the air in line sensor without triggering an alarm could be as large as 1 67 inches in length. Laboratory testing performed on the suspect pump module confirmed that the device alarmed as expected for air in line. Based on a review of the pump module event log, on august 07, 2024, at 8:49 am an infusion for an unknown drug ID (unknown drug name) was programmed and started. The pump module alarmed for ail four (4) times after the start of the infusion. The infusion was restarted after each instance. At 9'03 am, the pump module was connected again, the air bolus limit was set at 250 microliters with the accumulated air detection was enabled after this, an infusion was programmed with a rate of 125 ml/h and a volume to be infused (vtbi) of 250 ml. At 9 12 am, the device alarmed for air in line (ail), the infusion was immediately restarted this event was repeated two more times. After this, the device was turned off and disconnected. At 9:37 am, the same set up was programmed and the pump alarmed once again with air in line (ail) after this, the pump was turned off and disconnected. At 11 '48 am, the pump module was attached again, and the same series of events occurred after this, the pump was turned off and disconnected. Per the bd alans user manual version 12.1.3, when programming an infusion with the guardrailstm suite mx, ensure that the correct profile (for patient care area) is selected prior to starting an infusion failure to use the appropriate profile can cause serious consequences. Before each use, verify that all alarm limits, such as occlusion alarm limits, are appropriate for the patient to ensure that alarms occur as intended to minimize the amount of time for the pump to generate an occlusion alarm while infusing at low rates (for example, < 5 ml/h) and very low flow rates (< 0.5 ml/h), do the following consider the occlusion pressure limit setting and adjust it, as necessary. The lower the setting, the shorter the occlusion detection time. However, when infusing viscous or thick fluids (for example, lipids), the occlusion pressure limit setting may need to be increased to reduce false alarms. Use accessory devices, which have the smallest internal volume or deadspace (for example, use microbore tubing when infusing at low rates, shorter length of tubing, and so on). Per the bd alans pump module air-in-line tip sheet. When inserting the tubing into the air in line (ail) detector, use a fingertip, and firmly push tubing toward the back of the ail detector. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm ) a review of the system error log showed no errors were recorded related to the reported incident. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported constant occluding messages was not identified. The suspect pump module¿s fluid and patient side occlusion test results demonstrated both pressure sensors operating within specification. The reported air in line alarms without air in the line was not identified. Air in line (ail) sensor detection system was confirmed operating within specification based on the test results. No issues or anomalies were observed air boluses smaller than 250pl can pass the air detection system undetected.

Event description:
It was reported that the device had constant occluding messages and air in line alarms without air in the line. The was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had constant occluding messages and air in line alarms without air in the line. The was patient involvement but no harm.

Event description:
It was reported that the device had constant occluding messages and air in line alarms without air in the line. The was patient involvement but no harm.